Event description:
An impella 5.5 device was inserted surgically into the aorta in a 68-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in society for cardiovascular angiography & interventions (scai) stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). During the procedure, there was a left ventricle (lv) perforation due to friable cardiac tissue. A lv patch was applied; however, the patient subsequently expired. The impella is being reported for the death; however, high-risk cardiac surgeries carry a higher risk of mortality, especially in patients with underlying medical conditions such as cad and diabetes.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.